Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin squirted out during the manual prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the prime and rewind issue. The piston continued to move forward after reservoir contact and insulin squirted out. No numbers appeared on the screen and there were no beeps. The customer was unable to exit the prime menu. It was confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also with corroded battery tube. The operating currents are within specification and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had broken reservoir tube lip, broken battery tube threads and minor scratches on the lcd window. The insulin pump was missing the reservoir tub o-ring and the end cap sticker.